Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the customer administered too much insulin via a bolus resulting in a low blood glucose (bg) level of 49 mg/dl. Customer consumed glucose tablets and drinks to address low bg. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen, and battery issue was verified. Based on the analysis, the alleged bolus delivery issue could not be verified.